Event description:
Patient was revised due to pain and elevation metal ion levels.

Event description:
**Update** (B)(4) 2013- medical records were obtained. Medical records indicate patient was revised due to greenish tissue around the trunnion, and metallosis debris. The information received does not change the MDR decision.

Event description:
Patient was revised due to pain and elevation metal ion levels. Update (B)(4) 2013 litigation alleged the patient suffered progressively worsening pain, soreness, discomfort, clicking, popping, and squeaking of the left hip implant, difficulty sleeping, walking, and performing routine activities, elevated metal ion levels (measured at 23.1 mcg/l chromium and 93.7mcg/l cobalt), a pseudotumor filled with metallosis fluid, a metallosis lesion with osteolysis, tissue and bone damage requiring bone graft, and a lack of bony ingrowth with acetabular cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.